Event description:
It was reported that during the implant procedure, the physician was unable to deploy the lead's lobe and the last time he attempted to withdraw the lobe the retention sleeve broke. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analyzed and the outer insulation was breached cut. There was blood/ body fluid in the outer tubing overlay, the lobe was bent/distorted, the lead was stretched and there was apparent explant damage.